Event description:
It was reported that the gynecologic laparoscope displayed a green, noisy image. The event occurred during a therapeutic parenteral procedure before the patient was under sedation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event insertion tube unit of the endoscope has dents is caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.